Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient didn't get good therapy results since the implant, stating "it was working on the left side but not the right side". Patient says they made a manufacturer representative (rep) aware of this 6-7 months after the implant, but doesn't remember the representative's name. They said that in more recent times has seen rep for adjustments. Pt stated their current managing healthcare provider (hcp). Patient said healthcare provider "tried to go in and redo it but couldn't get it through or something, and says it must have scar tissue there or something where they couldn't put the device on the right side". Because they aren't getting good therapy results, pt stopped charging ins about a year ago or so. During the call, patient tried to charge implantable neurostimulator (ins) and started a passive recharge mode (prm) session, but it was not successful despite getting 100 for the high number. Pt says they have also tried doing prm on their own and was unsuccessful. The issue was not resolved. A request was sent to the repair department to replace the recharger telemetry module (rtm). Reviewed that if new rtm doesn't allow them to use prm to start charging, to follow up with hcp or rep. Patient called back stating the new recharger did not work for it did the same thing of saying it could not find device. During call patient attempted to remove the controller battery and it split apart, part of the battery was stuck in the controller covering the controller serial number. Patient called back, confirmed receiving replacement controller and mentioned this one doesn't work at all. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed set up for implant, patient pressed implant then controller showed connect the recharger. Patient start a charge session and the controller showed battery empty can't continue recharge the controller screen 79. Agent reviewed with patient to fully charge the controller then try to connect to the implant. Patient will call back if further assistance is needed. Pt called back in and reported that they were unable to recharge the implanted device still. Pt stated they were getting the no device found message. Agent walked pt through passive recharge mode. However, pt was unable to advance past passive recharge mode. Pt had tried prm on their own without success. Agent sent a request to repair to replace the controller. Agent will request repair send a new controller if available. Patient called back and repeated previously documented information. Patient stated even with all the replacement equipment, they were still unable to charge the ins; kept showing no device found. Agent had patient connect recharger and start passive recharge mode - connectivity showed to be 99, which patient said they had done this several times over the last hour. Agent reviewed information about passive recharge mode and redirected the patient to their healthcare provider to make an appointment with their rep to investigate the issue further. Patient was upset because they said originally when they contacted the rep, they were told to contact pats. Agent reviewed since all external components had been replaced, the next step should be to take a look at the implant itself. Patient mentioned again the previously reported issue that the stimulation never worked properly and only stimulated their left side. Agent again redirected the patient to contact their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that they haven't charged their implantable neurostimulator (ins) in a long time. Now they have tried to recharger many times but the issue was not resolved.